Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, h6.

Event description:
The device has been explanted and replaced.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b d9 h3 h6 laboratory analysis summary: the device related to the reported event deflation was received on january 17, 2025 with lot number 2451310. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as unidentified (tear) opening (shell thickness within specification) and an opening assessed as surgical damage. As per the investigation procedure creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation". This record is for right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation